Event description:
Per the physician, the patient developed a cerebrospinal fluid leak during the implantation surgery. Additionally, the patient developed a fever two days post implantation. The patient was explanted in 2009. No information on reimplantation was provided at the time that report was filed.

Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B) (4).